Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled ¿quality of life, infection control, and complication rates using a novel custom-made articulating hip spacer during two-stage revision for periprosthetic joint infection" written by andre lunz, georg w. Omlor, gunter schmidt, babak moradi, burkhard lehner, marcus r. Streit. Published archives of orthopaedic and trauma surgery; published online 19 november 2021 was reviewed. The article's purpose was to review the authors novel custom-made articulating hip spacer technique. Patient data: 27 patients ¿ 17 men and 10 women. Average age at first-stage surgery was 70yrs. It is noted that implants in the study were a combination of depuy and competitor products. The femoral stem, along with all antibiotic cements were competitor. Depuy products: metal head 28 mm or 32 mm, s-2xl, depuy synthes. Adverse events: (1) dislocation ¿ treated with closed reduction.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.